Event description:
It was reported that during pre-surgery testing, it was observed that the gauge on the foot control device was cracked and the pedal would not activate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device guage was cracked, the device had a bent plate and the foot pedal was loose. As a result, the pre-test could not be completed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.